Manufacturer narrative:
Method : materials and chemistry evaluation. Result: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis, failure mode and effects analysis (fmea), system risk analysis (sra). The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed for exposure to toxic or corrosive material and the risk was determined to be "low." The likely assignable cause was the catalytic converter as the unit meet specifications after the replacement of the part. The issue was resolved at the customer facility. The issue will continue to be tracked and trended.

Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. The catalytic converter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 12/31/2015. The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The catalytic converter was returned and tested. The catalytic converter passed the special test plan. The reason for return of the catalytic converter was not confirmed.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.